Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action product event summary: the partial lead was returned in segments and analyzed. The helix of the lead was analyzed and there is no evidence that the helix was even welded to the drive shaft. The defibrillation conductor of the lead was distorted (extrinsic) and fractured (extrinsic) due to being pulled/stretched/overstress. There was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood and the distal electrode of the lead was covered in a white substance. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a tear. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.